Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that morning reports were not crossing over to print. The technical support specialist dialed into the server, logged into the system, and checked the printing history. All reports showed a 'success' status, and the customer confirmed that the reports were printing properly. The system functioned as intended after the technical support specialist investigated the device. D4: unique device identifier not available.

Event description:
It was reported when using the bd pyxis¿ es server, morning reports were not crossing over to print. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.